Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with two unspecified mentor saline breast prostheses. Mentor also became aware that the patient also had excess abdominal skin, lax anterior abdominal wall musculature, localized fatty deposit flanks, and alongside the bilateral removal and replacement of their implants, also had abdominoplasty, liposuction flanks, skin resection lateral chest wall bilaterally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/15/2019, mentor became aware that the device returned on 4/19/2019, which was initially reported and identified as the concomitant device, is actually the suspect medical device: 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 6991988 sn: (B)(4). Concomitant device: 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 6974303 sn: (B)(4). On 5/15/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 5/17/2019, the product investigation was completed. Device investigation summary: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 350cc mentor smooth round moderate plus profile saline catalog: 3502350 lot: 6991988 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses, experienced left side deflation post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019.